Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown. Reporter's email not provided/unknown. Additional 510k number: k101880.

Event description:
It was reported that the implant was removed due to incorrect buccal position. Tooth location 9.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified bone around threads and damaged collar as well as a damaged abutment, likely from the removal process. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Section corrected: b3: additional report created as event date was original reported incorrectly under MFR #0002023141-2020-00614. Event date has been updated at this time.